Manufacturer narrative:
(B)(4). Sw version 4.11d retainer ring=black customer returned pump due to alleged cosmetic damage located at the battery compartment and was found on (B)(6) 2022. Unit was unable to perform selftest, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 37. Unit failed to pass the rewind test due to pump error 37 occurring during testing. Pump was successfully download with thus for history files and trace files. No alarms/alert/anomalies noted on event date in history files or traces. Pump error 37 occurred on (B)(6) 2022 10:58 am. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 and motor. Unable to test motor due to moisture damage on motor. The following were noted during inspection: scratched case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), missing display window. Pump error 37 is confirmed due to moisture damage on motor. Cosmetic damage is confirmed due to battery compartment. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had long crack beginning from the top of the pump and all along the length of battery. The customer was assisted with troubleshooting. Insulin pump will be return for analysis.